Manufacturer narrative:
If explanted; give date: not applicable, lens remains implanted. Initial reporter name: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). However, photos provided were evaluated. Evaluation of the photos provided: it was observed a lens implanted in patient eye. The photo shows what appears to be a white substance attached to the eye. However, based on the photos provided, it is not possible to confirm the defect reported, since have poor resolution and high magnification. Based on the evidence observed and since the lens and preloaded device are not available for a thoroughly evaluation, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no deviations or discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that substances like inflammatory cells had attached to the lens in the eye of a patient who was implanted on (B)(6) 2020. The issue was noted one day post operation on (B)(6) 2020. It was indicated that the substances had been vanishing over the course of hours. There was no secondary surgical procedure performed. It was reported that the patient's vison was hazy/blurry. Bo further information was provided.